Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced redness and swelling at the ipg site, along with pain and vomiting. The patient went to the emergency room, and it was discovered the patient had an infected seroma at the ipg site. As a result, the physician explanted the drg system and the patient was prescribed oral medication. The infection has since resolved.